Event description:
It was reported that during the implant procedure the ventricular lead got stuck around the innominate vein but without force and with pulling on the stylet, the lead passed through on the 5th attempt. While positioning the ventricular lead, the patient went into cardiac arrest. Chest compressions were performed and the patient¿s blood pressure recovered. It was confirmed that the temporary pacing lead was dislodged. The lead was repositioned but there was no capture at 10v. The procedure was transferred to a second physician and the ventricular lead was successfully placed in the septal position. During the implant of the atrial lead, the lead required repositioning multiple times due to non capture. While repositing the atrial lead, the patient¿s blood pressure dropped and the patient became unconscious. Cardiac tamponade was confirmed. Blood was drained from the pericardium but the bleeding did not stop. The patient was transfused with blood products. The patient went into cardiac arrest. Chest compressions were performed and an intra-aortic balloon pump was inserted. The sternum was opened and the pericardium was removed and blood was drained. The patient died after 2 hours of cardiac compression. Additional information was received that the physician suspected a perforation occurred in the atrium. The physician did not suspect a malfunction of the atrial lead and cannot explain how a tined lead could cause a perforation. Autopsy results are pending.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 457453 implantable pacing lead implanted: (B)(6) 2013. (B)(4).